Event description:
Had the novasure ablation (B)(6) 2010, shortly after procedure resulting in numerous complications the doctor would not comment, so I changed doctors - this year (B)(6) had to go in for emergency bilateral salpingo oophorectomy (including both ovaries), w/ a d&c prior to surgery. After researching this there is no, I mean (nothing) that states, a possible hysterectomy as a risk. This has to stop, there are hundreds of women who are going through major medical issues after this procedure. This company does not have informative info and is neglecting to tell these doctors that this is extremely harmful and may be a temporary fix. I will never have my life back.